Event description:
Philips received a complaint on a suresigns vm 6 patient monitor indicating that during the course of ward rounds, the nurse found that the patient's heart rate dropped sharply, 46 times/min, and the ECG monitor did not alarm. The device was in clinical use at the time the issue was discovered. It was reported that there was no adverse event or patient harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Box e: reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Multiple attempts were made to obtain additional information on this issue; no further information was received. Based on the information available, the cause of the reported problem was unable to be determined. The reported problem was not confirmed. We are unable to confirm the final disposition of the device because the hospital declined to disclose additional information for patient privacy. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.